Event description:
This is a spontaneous report by a consumer from (B)(6) of did not wear a mask, constipation and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient developed constipation. On an unreported date, the patient did not wear a mask while performing pd therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized the same day. On (B)(6) 2010, the patient began remedial therapy with intraperitoneal (ip) vancomycin (1 gm loading dose and every 5 days), ip fortum (1gm daily) and ip heparin (1000 units daily). At the time of reporting, the patient remained hospitalized and was recovering the event of peritonitis. Pd therapy was ongoing. Outcomes were not provided for the events of did not wear a mask and constipation.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.